Manufacturer narrative:
The lot information of the implant was asked but unknown. The manufacturing date and expiration date were not available as lot information was not provided. Follow-ups were done to obtain the lot and the tracking information as reported implant was sent out; however, the requested information had not been provided. Once the product is returned or investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive mini implant failed to osseointegrate and fell out of patient's mouth. The implant failed a week after it was placed in the tooth # 20. The implant had initial primary stability; however, the implant fell out a week after. Infection and swelling (on the right side) were reported. Patient had pain when chewing. The dentist noted there was prior bone loss (not enough buccal lingually bone) so regular implant was not used for this procedure. The implant site had type 4 bone quality. There was no abnormality with the implant. The patient is healing normally.

Manufacturer narrative:
UDI information was provided. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. The critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information, the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. This event will be tracked and trended.